Event description:
It was reported that on (B)(6) 2011, the patient presented with an acute myocardial infarction. Per angiogram, the left anterior descending (lad) artery was totally occluded and the right coronary artery (rca) had a severe lesion. The lad was stented with an unspecified promus stent without issue. On 5/30/11, the patient returned for stenting of the rca; however, angiogram of the lad showed either a slight dissection just distal to the stent or an uncovered lesion, resulting in an irregular flow. A 2.75x23 promus stent was advanced to the lesion; however, resistance was felt when crossing through the previously deployed stent and the stent dislodged. The area was dilated, crushing the dislodged stent up against the vessel wall; however, upon further investigation, the dislodged stent was found in the right common femoral. The stent was successfully snared. Reportedly, the stent was never in the lad as suspected. The distal lad was stented successfully. There was no adverse sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional unspecified promus is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and contrast on the shaft, consistent with handling and the stent delivery system (sds) advanced over the guide wire. The stent implant was dislodged from the balloon and was not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the lesion/anatomy contributed to the reported failure to advance as there was no damage noted to the sds or stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion during manipulation within the lesion would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.